Event description:
This report involves the multileaf collimator module of plato rts v2.0.1. Mlc is a subset of plato rts. Plato rts can display info either in standard iec 1217 format, or in "linac language", meaning that the plato rts system is capable of expressing geometric parameters in terms of the geometric parameters utilized by various linac brands (i.e., varian, siemens). These brands may or may not utilize the iec format. If a customer has set-up in rts to use linac language, any couch rotations and offsets established in mlc are not displayed in linac language and therefore could result in an incorrect treatment due to the use of an incorrect geometric parameters.